Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a bent spc pin in the high position. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 4 was not resolved with troubleshooting.